Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise on the right ventricular lead was observed. Technical services confirmed inhibition of cardiac pacing due to the noise. The patient experienced symptoms of pre-syncope as they are pacemaker-dependent. The device was reprogrammed to resolve the event.